Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was done tha at (B)(6) 2011. The revision surgery with v40 head and liner was done at (B)(6) 2014, because a cup and a head were recurrent dislocated. The stem and cup was not replaced. During the revision surgery, a black material was attached at the junction of the head and stem neck.

Manufacturer narrative:
An event regarding corrosion regarding a securfit stem was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned, it remains implanted, however there was a photograph provided taken during the revision surgery. Thre was some black material noted on the neck/trunnion of the stem. A material analysis has been performed. The report concluded: the debris composition was consistent with a corrosion product. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: metal degrades through mechanical processes and/or electrochemical processes (corrosion). The occurrence rate of neck/head taper corrosion discovered on revision of primary total hip arthroplasty for risk management purposes is common.

Event description:
It was reported that the patient was done tha at (B)(6) 2011. The revision surgery with v40 head and liner was done at (B)(6) 2014, because a cup and a head were recurrent dislocated. The stem and cup was not replaced. During the revision surgery, a black material was attached at the junction of the head and stem neck.